Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and the reported issue was verified. It was observed that the device's memory contained a service event code which is related to the device not recognizing an shock-able rhythm. Physio observed that the device powered on and did charge and shock properly. The device was tested and reported issue could not be duplicated. The root cause of the reported service codes could not be conclusively determined. The customer received a warranty replacement and the device was archived by physio.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device memory contained a service event code related to the device not being able to recognize an shock-able rhythm. As a result, defibrillation therapy may be delivered, if it was needed.